Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product will not be returned.

Event description:
Brush heads broke while brushing [device breakage]. No adverse event [no adverse event]. Case description: a parent reported via phone on 08-jun-2016 that his or her son used an oral-b rechargeable toothbrush, version unknown, and the oral-b brushheads, version unknown broke while he was brushing his teeth. The reporter stated the toothbrush was purchased almost a year ago. No symptoms developed.